Event description:
It was reported that one hour into a da vinci s hysterectomy procedure, the surgical staff noticed the tip of the monopolar curved scissors instrument broke off and fell into the patient. The surgeon was able to retrieve the tip and change the instrument without causing the patient any harm. The planned surgical procedure was completed with an instrument of the same type.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument to have a broken scissor blade. The tip of the right blade was chipped off, approximately 0.09 x 0.05 in size. No bending in the blades was found. No other damage was found.